Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, the user requested assistance with a supply change after being unable to lock the connector in place. The agent advised rewinding, and the user successfully completed the process using a different connector from the same lot. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.